Manufacturer narrative:
The device was returned for analysis. The reported difficulty closing the foot was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after the first suture was placed, the device was removed from the artery with a foot partially open. Strong bleeding was noticed. After the second proglide suture was placed, strong bleeding continued. Proglide suture use was canceled and changed to a cut down. After incising the groin, a medial puncture and calcification in the artery was noticed. It is thought an intima or plaque stopped foot closure. The sheath was upsized and the evar procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.